Event description:
It was reported that a malfunction alarm occurred. The customer's backup insulin therapy method was unable to be obtained. A replacement pump was sent. Customer¿s blood glucose level was 100-120 mg/dl.